Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The cea reagent lot number was 72551902 with an expiration date of 30-sep-2024. No issues were identified during a review of images provided from the sample foam detection camera. Based on the information provided, the investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The cobas e 801 analyzer serial number was (B)(6). Calibration signals were below the expected range. Qc data showed fluctuating results. Instrument maintenance was last performed on (B)(6) 2023. "Sample foam detection" and "sample short" alarms occurred on (B)(6) 2023. Instrument performance testing on (B)(6) 2023 failed. On (B)(6) 2023 the field service engineer (fse) replaced the measuring cells, checked the reagent probes, and performed an instrument check. The instrument check passed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys cea (cea) on a cobas e 801 analytical unit. On (B)(6) 2023 the result from the e801 analyzer in question was 0.99 ng/ml. On (B)(6) 2023 the repeat result on a different e801 analyzer was 0.79 ng/ml. On (B)(6) 2023 the sample was repeated on the e801 analyzer in question with a result of 2.31 ng/ml. The sample was repeated on this analyzer with a result of 1.03 ng/ml.